Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator.. Agent had a very difficult time keeping the pt focused on reason for call. Pt then stated that they charged the implant to 100% last night and when they woke up this morning, the implant was 0%. Pt stated they charged it again today for 1.5 hours and the implant is now down to 80%. Pt asked why that would happen - agent reviewed ins battery depletion. Pt stated they are charging the ins probably 2 times a day because they have had 7 back surgeries.